Event description:
After implant, the device was interrogated and found in back up vvi. The device was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of inappropriate or unexpected reset was confirmed. The device was in reset mode, at elective replacement indicator (eri) level upon receipt. The device was restored to nominal settings, and it reverted to reset mode with corrupted device image. The device was cut open, and battery voltage was confirmed at eri level. Additional analysis detected unstable high drain current isolated the hybrid triggering reset condition. As a result of this finding, abbott is performing further investigation. A longevity calculation was performed and found the battery depleted prematurely caused by high current. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.